Manufacturer narrative:
Product analysis: it was found on analysis that the battery shorting bar was contaminated whilst the epg powered up after removal and installation of the batteries a few times. It was further noted that the output connector assembly was broken and that the lower case was damaged. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was received into service for corrective repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.